Event description:
A jagtome rx cannulating sphincterotome was used during an endoscopic retrograde cholangiopancreatogram (ercp) with plastic stent procedure in a female pt in 2008. According to the complainant, during the procedure, the tip of the catheter had a tear in it. The tip did not detach, no device fragments in pt. The procedure was completed with another jagtome rx cannulating sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The suspect device was discarded. A device analysis cannot be performed; therefore, the cause of the reported is undetermined. The 2008, 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.